Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a tear in the shaft material between the distal electrode and electrode ring 2 consistent with a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft material remains unknown.

Event description:
This report is to advise of a fracture in the catheter noted during analysis.

Manufacturer narrative:
Correction: one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation.